Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, damage and was exposed to moisture. The customer was assisted with fluid in pump troubleshooting. The customer¿s blood glucose level was 110mg/dl at the time of the incident. The customer stated that the insulin pump was exposed to water and that there was fluid in the battery compartment. The customer stated that the home screen did not appear on the display and that there was also a crack on the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with blank display due to moisture damage on electronic assembly. Unit was received with moisture damage on motor assembly, cracked battery tube threads, cracked case at corner of the belt clip rails, minor scratched lcd window and cracked select button keypad overlay.